Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Analysis of the returned device revealed that the delivery wire was kinked likely due to handling. The main coil was prematurely detached due to a physical break. The main coil was detached inside the introducer sheath and could not be removed for inspection. Functional testing could not be performed due to the condition of the returned device. Information available indicated that there were no anomalies noted to the device prior to use and there is no indication of a use error. The anatomy was noted to be very tortuous which may have been a contributory factor. It is probable that the device was damaged during the clinical procedure causing the as reported event.therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that coil was prematurely detached. There were no reported clinical consequences to the patient.